Manufacturer narrative:
Age at time of event - 18 years or older. Device is combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.25x32mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and when the physician attempted to reinsert the device, it was noted that the stent strut was lifted. The procedure was completed with another 2.25 x 32 synergy drug-eluting stent. No patient complications were reported. Synergy ous mr 2.25 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. The most proximal stent strut rows were damaged and bunched and had moved in a distal direction along the balloon. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.